Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, while suturing uterine stump, the suture broke. Another suture was opened to complete the case. There was no patient injury.